Event description:
The customer stated, she programmed a bolus and the insulin pump alarmed no delivery. She stated, the reservoir was empty but the insulin pump showed that there was still 61.7 units remaining in the reservoir. The displacement test was performed twice and the insulin pump failed, alarming no delivery both times. The customer stated, she works at a hospital and she exposed the insulin pump to an MRI scan prior to this event. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement tests due to out of phase motor encoder signal. No motor error alarms were noted.